Manufacturer narrative:
(B)(4) combined report. Device details, event information, date of implantation, date of explantation, patient details and location of the affected device are unknown. The only information which could be obtained was that the revision was due to stem fracture and that it was a taperfit stem which was from the e088000 - e088014 range which has not been implanted in (B)(6) since 2012. As the information for this event is very limited then no investigation can be conducted and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Taperfit revision due to stem fracture.